Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Resident surgeon from an unk hosp called consultant and reported, she saw a pt who was implanted at another hosp on an unk date. Surgeon viewed x-ray that showed a screw was improperly placed in the joint of the pt's ankle and the screw was broken. The pt had asked the surgeon who the MFR was and the surgeon called a synthes rep. Surgeon asked consultant if the product could be identified. The rep replied that there is no way to identify the product from an x-ray.